Event description:
It was reported that after placing the coil into the multi-lobed anterior communicating artery aneurysm (acom), the physician decided to remove it from the patient. Upon retracting the coil from the aneurysm, the coil detached from the pusher wire resulting in a small portion of the coil protruding into the left a2 acom branch. The physician made an unsuccessful attempt to remove the coil using a snare device. Post retrieval attempt, thrombus was observed in the right anterior cerebral artery. Balloon angioplasty was used to treat the thrombus but when the balloon was deflated the thrombus returned. The procedure was terminated at this point. As the microcatheter was being removed, it was observed that the prolapsed coil was in the middle cerebral artery branch (mca). The patient is still recovering and some significant impairments have been noted.

Event description:
It was reported that after placing the coil into the multi-lobed anterior communicating artery aneurysm (acom), the physician decided to remove it from the patient. Upon retracting the coil from the aneurysm, the coil detached from the pusher wire resulting in a small portion of the coil protruding into the left a2 acom branch. The physician made an unsuccessful attempt to remove the coil using a snare device. Post retrieval attempt, thrombus was observed in the right anterior cerebral artery. Balloon angioplasty was used to treat the thrombus but when the balloon was deflated, the thrombus returned. The procedure was terminated at this point. As the microcatheter was being removed, it was observed that the prolapsed coil was in the middle cerebral artery branch (mca). The patient is still recovering and some significant impairments have been noted. Further information received indicated that the patient suffered a stroke.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. Stroke is a known risk associated with endovascular procedures and noted as such in the direction's for use (dfu). However, information available described the patient's anatomy as tortuous, the aneurysm was multi lobed and repositioning of the subject device was performed prior to the removal attempt. It is possible that anatomical and/or procedural factors may have limited the performance of the device during the procedure. Therefore, a root cause of operational context has been assigned to this event.